Event description:
A female with an acute anterior wall mi. Patient underwent emergency cardiac catheterization. Circumflex artery was stented with a 4.5 liberte stent. During stent deployment, vessel perforated. Detected with next picture during catheterization procedure. The balloon from the stent was immediately placed for tamponade of the circumflex vessel. Patient experienced cardiac arrest and CPR was initiated. Two attempts at pericardiocentesis failed and the patient went to emergency bypass surgery to repair vessel. Patient had bleeding after emergency bypass surgery and expired in 2007.